Event description:
Reportedly, the smartview connect could not be paired with the implant. However, with a second one it works.

Manufacturer narrative:
Investigation summary: upon reception, the reported event was initially confirmed since the smartview connect could not be paired with a reference pacemaker. It was indicated that the device was unable to communicate despite the presence of all the network communication indicators. A few moments later, a new pairing was attempted with the reference pacemaker and the smartview connect was correctly paired. Review of the extracted files did not reveal any communication problems with the back office and the device was operating properly. The most likely hypotheses explaining the issues could be related to ble perturbations due to the implantation depth and/or the environment, potentially associated with an authentication failure between the pacemaker and the smartview connect during pairing attempts. However, the root-cause of the observed pairing issue cannot be determined with certainty. Based on available information, no issue with the subjected smartview connect and its application are suspected. This case is followed in trending.

Event description:
Reportedly, the smartview connect could not be paired with the implant. However, with a second one it works.